Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented for routine follow up and a message was displayed stating "diagnostics cleared due to invalid data." Diagnostics were cleared and the pt would continue to be monitored.